Manufacturer narrative:
Please note that PMA/510(k)# has been updated to reflect the most current 510(k) # for the device at the time of the reported complaint. Results: there was no damage to the exterior of the penumbra system aspiration pump max 220v (pump max). Corrosion was observed inside the pump piston cylinder. Conclusions: evaluation of the returned device revealed that the pump was functional. The pump was plugged in and powered up and produced full vacuum. However, the penumbra investigator opened the pump and found corrosion inside the cylinder. This corrosion likely caused the piston to seize, which led to the pump failing to generate vacuum. However, the cause of the corrosion could not be determined. It is likely that the seized piston became freed up prior to the investigation by the penumbra investigator. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system aspiration pump max 220v (pump max) was not building up pressure and consequently, continuous aspiration was not possible. The pump max was found not producing vacuum prior to use and therefore, was not used for the procedure. The procedure was completed by manual aspiration.